Manufacturer narrative:
Additional information: according to the information received from the field the hearing perception was affected after a head trauma. After exchanging the audio processor the hearing performance is reportedly better. An implant check is considered, however, no date has been scheduled yet.

Event description:
Reportedly the user's hearing performance with the device is affected after a trauma to the head. The user was given a loaner rondo 2 with old maps at follow-up appointment and reports that she can hear and understand better with this loaner processor. She will receive a new processor in september. As soon as the patient has made an appointment at the clinic, the implant check will be carried out. However, no date was scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance with the device is affected after a trauma to the head. The user has a follow up appointment scheduled for next week.